Event description:
Customer called maquet tech support requesting a part number to replace a rusty spring arm in the operating room #1. No pt involvement info was provided. (B)(4).

Manufacturer narrative:
A maquet field service tech evaluated the device. He observed that after cleaning, the lights are all pointed down toward the floor allowing the cleaning solvents to penetrate into the joints and facilitate corrosion. The customer intended to perform his own repair and didn ot request maquet to service this device. Maquet medical systems has provided the hosp with quotes for the repair and is awaiting a customer decision as to how they wish to proceed. Once the repair is completed, maquet will review proper cleaning and handling with the customer to prevent recurrence of rust. The prismalix series operating manual includes some general instructions concerning cleaning. In particular it requests to "use a cloth to rinse with clean water in order ro remove residues".